Event description:
The customer reported there was no image on the endoeye flex deflectable videoscope during a ¿cds¿ procedure. The procedure was completed with a similar device. The procedure had not been delayed more than 15 minutes. The customer also reported the event to competent authority (B)(6). There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was determined to be caused by a faulty charged coupled device (ccd). In addition, the venting valve was leaking and the bending section cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected field: event occurred during reprocessing and not during a procedure. This supplemental report is submitted to provide information from the customer, results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the failure was a faulty charged coupled device (ccd). However, the investigation could not determine the cause of the ccd failure. It is also possible that the circuit board of the video connector may have failed as a result from liquid or moisture entering into the subject device. The precaution section of the reprocessing manual instructs users to perform leak tests to prevent fluid intrusion of the device: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. The event occurred during the cleaning, disinfection and sterilization (cds) process (reprocessing) and not a procedure.